Event description:
It was reported that the right atrial (ra) lead recorded high out of range pacing impedance measurements. The health care professional (hcp) inquired about magnetic resonance imaging (MRI) conditional status given the elevated impedance. It was discussed that MRI eligibility may be determined at physician discretion, provided there is no evidence of lead fracture or compromised system integrity. No adverse patient effects were reported. This ra lead remains in service.